Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew of the cardiac resynchronization therapy defibrillator (crt-d) came out and the physician could not place it back in the header. The setscrew was lost while trying to insert and the device had to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.